Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the patient presented with a perforation in the distal left anterior descending (lad) coronary artery. A 2.8 x 16 mm graftmaster covered stent was advanced, but due to not enough guiding catheter support and the stiffness of the graftmaster the guiding catheter lost vessel access. Therefore, the guiding catheter and graftmaster were withdrawn. Balloon angioplasty was used in an attempt to treat the perforation but was unsuccessful. Pericardiocentesis was performed but the patient died on the table due to the perforation. No additional information was provided.